Event description:
Patient underwent a second surgery to explant a ceeon edge 913a, diopter 25.50 intraocular lens from their right eye. The lens was implanted in their right eye initially in 2003. The patient presented to the physician 26 days later complaining of blurred spots, glare, and decreased brightness in their right eye. A visual field and amsler grid examinations were performed at that time with normal results. 11 days later the patient returned to physician's office with same complaints. A second opinion was sought from another ophthalmologist. 4 days later the referred ophthalmologist recommended an intraocular lens exchange. 1 week later the patient was seen by the reporting physician and a slit-lamp exam was performed in the right eye which showed a milky opulescent lens with peculiar optical reflexes. The original ceeon edge 913a, diopter 25.50 lens was explanted the next day. The reporter states the explanted lens has been returned to the manufacturer on the date of explantation. Follow-up received from initial reporting physician. They report the lens was returned. The lens was received for evaluation. The most common cause of visual disturbances that occur in the late postoperative period is usually postoperative transient cystoid macular edema (cme) or early opacification of the posterior lens capsule. It is not clear if the above have been ruled out. The information regarding the indication for the iol implantation, the surgery performed, complications during surgery and concomitant medications during surgery and in the postoperative period as well as medical history is missing. Based on the information received so far the reason for patient's reduction in vision, report of blurred vision and glare is unknown. The results of the technical investigation of this lens has been requested, but is not yet available. Additional information is therefore expected for the proper causality assessment.